Event description:
It was reported that after completion of a da vinci-assisted salpingectomy procedure, the patient experienced unspecified pain. The patient was assessed and found to have a burn mark on the left outer thigh. On (B)(6) 2022, intuitive surgical, inc. (Isi) received the following information: a 72 year old female patient was found to have a burn on the left outer thigh after undergoing a da vinci-assisted salpingectomy procedure. The location of the burn injury was where the grounding pad was placed during the robotic surgical procedure. Although the burn degree associated with the operative complication is unknown, the robotics coordinator from the site indicated that the skin broke and the patient was treated with a one-time application of cortisone cream and discharged.

Manufacturer narrative:
The cause of the customer reported complication cannot be determined. A follow up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted salpingectomy, the patient complained of pain and a burn mark was found on the left outer thigh where the grounding pad had been placed. The skin of the burn injury reportedly broke; however, the patient was treated with a one-time application of cortisone cream and discharged. The cause of the post-operative complication is unknown.